Event description:
It was reported that the 9800 system has a bent lemo connector and there are loose pins in the lemo connector. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The malfunction was verified. Replaced the mounting bracket and the lemo cable/connector assembly. The system was tested and found to be working as intended and placed back into service.